Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she needs assistance with the sensor. Customer indicated that her sugar levels were going high and low but didn't provide sugar level numbers. Customer indicated that her blood glucose was 46 mg/dl. Troubleshooting advised customer that the sensor and alerts were on and assisted with the settings. No further information was given.